Manufacturer narrative:
The reporter's product was requested for investigation and a replacement product will be sent to the reporter. Occupation is patient/consumer - the reporter is the patient's son.

Event description:
The initial reporter stated there was an issue with the display of a coaguchek xs meter. The reporter stated that he inserted a strip and "461" was flashing. He stated that one of the segments in "6" was missing. A display check was performed. He noted that the first "8" on the left had complete segments, the middle "8" looked like a "2" and all the segments were missing in the "8" on the right. In the meter memory, a result of "1.7 inr" was seen but the bottom part of the number "1" was missing. The reporter stated that the patient has not tested on the meter since noticing the missing segments.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.